Event description:
It was reported that catheter break occurred. A zelantedvt clothunter was selected for use in a thrombectomy procedure. Of the lower limbs. During the procedure, it was noted the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone:(B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). H11: device evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. During visual examination, there was no damage to the device. The catheter was successfully functionally tested with no leaks or alarms present. Media was returned in the form of a photo. The photo was reviewed which showed the alleged damage and was not confirmed during analysis.

Event description:
It was reported that catheter break occurred. A zelantedvt clothunter was selected for use in a thrombectomy procedure. Of the lower limbs. During the procedure, it was noted the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.